Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 97792, lot# n599536, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: accessory. Product ID: 97792, lot# n597309, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: accessory.

Event description:
The consumer reported via the manufacturer representative that they were not getting good coverage and had no coverage on the left side. The patient stated that nothing had happened that may have led to this issue. An x-ray was taken to check placement and the results showed that both leads had migrated a whole vertebral level. A lead revision was done and two new leads were placed. The patient was receiving great coverage since the revision and was very happy with the stimulator. The issue was resolved at the time of the report. The indication for use was spinal pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.